Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had two stations not communicating with server and tried reboot but issue still persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two stations were not communicating with the server. The technical support specialist (tss) identified that the device was in retry mode due to user snapshot mismatch between the station and server. Tss advised the customer to modify the user identifier such as they could change from the bio-metric identifier to username or password, save the record and record again. The system functioned as intended after the technical support specialist troubleshot the device.